Event description:
A consumer reported that the patient did not feel well on the morning of (B)(6) 2016. After the patient went to sleep, they did not wake up and they were in a coma. At the time of this report, the patient was in the hospital. The patient's health care provider (hcp) did not know what lead to the coma. It was unknown if the patient had a 50 percent or more reduction in symptoms. The cause of the event was unknown and it was unknown if any troubleshooting was done. The patient's indication for use is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.